Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: particulate matter floating in bag in use with dispensing pin. No injury reported.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) used dispensing pins without packaging were returned for evaluation. The received samples were connected to two baxter IV bags. One dispensing pin was attached to a 0.9% sodium chloride 500ml bag and one dispensing pin attached to a 0.9% sodium chloride 1000ml bag with 40mg cefepime. Also, one hundred thirty-seven (137) unopened and one (1) opened dp3500 dispensing pin w/ reflux valves with packaging were returned by the customer for evaluation. The returned IV bags did not have any visible particulates/plastic shavings inside. Thirty (30) random dispensing pins were pulled for inspection. Visual examination of the dispensing pins notes that no flash was observed per our specifications. The defect of particulate matter floating in bag in use with dispensing pins was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.